Manufacturer narrative:
An event of heart block and angina was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of coronary artery disease, tobacco use, hyperlipidemia, hypertension, and sleep apnea. The patient developed chest pain post procedure. Also, the patient developed a left bundle branch block which it was self-resolved. Based of the information reviewed, a cause for the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage au4702-436 (r842346501, r842346701) it was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient. Post deployment, the patient developed a left bundle branch block. No change in pr interval. Self-resolved. Patient also developed chest pain post procedure. Analgesics given and echocardiogram was performed. The patient is stable,